Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a total hip done around 25 years ago at an unknown location. There were no implant records available from the original surgery. Implants appeared to be a large taper aml with a 28 +0 head. Cup was a no hole 60mm duraloc with a 10 degree hylemer liner. Xray showed wearing of the liner and patient was brought to surgery for a head / liner exchange. Head, liner and locking ring were replaced. Doi: 25 years ago; dor: (B)(6) 2020; left side.